Manufacturer narrative:
The customer's primary complaint of user advisory (ua) 18 (max take-up revolution exceeded) was confirmed during archive data review; however, the issue could not be replicated during functional testing. Visual inspection also confirmed damage to the top cover (the restraint loop was cut). Also observed was damage to the top cover, front enclosure, and battery lock. Further evaluation found (unrelated to the event) a ua 45 (not at "home" position after power-on/restart) error message occurred upon powering on the device during functional testing and the drive shaft appeared stiff. To resolve the issues, the shaft was rotated to the home position and the sticky clutch plate was deburred. Additional repair and an update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The top cover, front enclosure, and battery lock were replaced and the power distribution board were updated. The autopulse platform is a reusable device and was manufactured on february 18, 2009. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 18 (max take-up revolution exceeded) error message during a shift check. Despite replacing the lifeband, the reporter indicated the problem continued. It was also mentioned that the restraint loop was cut (reason not known). There was no patient involvement reported.